Event description:
Allegedly, per "the sensitivity, specificity and predictive values of raised plasma metal ion levels in the diagnosis of adverse reaction to metal debris in symptomatic patients with a metal-on-metal arthroplasty of the hip" article in the journal of bone and joint surgery vol 94-b, no 8, august 2012, mr. A. John, mbbs, frct, advises there were 7-9 revisions due to high metal ion levels.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested but not supplied to date. This report will be updated when the investigation is complete. These revisions event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned. (B)(4).